Manufacturer narrative:
Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicm5_12.6; -10 diopter implantable collamer lens into the patient's right eye (od) on (B)(6) 2023 the lens was exchanged with a same length but different power lens due to a preference change. This resolved the problem.